Manufacturer narrative:
Continuation of d10) spheres 8801075 5/tray 12pk h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system could see the defect on the sphere, there was a sterile sphere coating issue. They replaced it to resolve the issue. The camera and reference frame were all aligned with no obstructions. The navlock previously registered but could not be seen by the camera. The spheres were clean and dry and in line of sight. The only relevant spheres were in the filed of view. They rotated the navlock 45 degrees and without changing the trajectory and it came back in to view, where it would change from red to green. A defect was noticed. There was no reported delay and no reported impact to patient outcome.